Event description:
On (B)(6) 2012, this pt was implanted with a gore tag thoracic endoprosthesis to treat a descending thoracic aneurysm. It was reported the pt had developed a distal penetrating ulcer inferior to the previously implanted tag device. On (B)(6) 2012, there was a reintervention and the pt was implanted with a gore tag endoprosthesis ((B)(4)). The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. The gore tag thoracic endoprosthesis instructions for use (IFU) states that potential device or procedure related adverse events include: reoperation.